Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that there was a critical pump error and an open book image on the insulin pump. The customer also reported a crack on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and explained that the insulin pump was performing safety checks and the error occurred. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the pump history and trace files using thump. A review of the pump history file shows on 1/18/2023 (21:02) and 2/15/2023 (14:47) the pump alarmed pump error 63 (line number 147, file number 2017, variableinfo = 15). Additionally, a review of the main error log and detailed trace file also shows that on the event date (2/15/2023) at 14:47 there were three (3) consecutive critical error handling pump error 63 (line number 147 file number 2017 variable 0f [15]) alarms. The first error occurrence and sequential reboots catches exactly same error and bring pump to "open book" screen. Pump error 63 alarm is due to a problem with the twi interface or with ad5161 chip. The pump was cut open for visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. Critical pump error (open book) alarm and pump error 63 alarms are confirmed, fault isolated to the hardware. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Critical pump error (open book) alarm and pump error 63 (line number 147, file number 2017, variableinfo = 15) alarms caused by the twi (two wire interface) or ad5161 chip, fault isolated to the hardware. Cosmetic damage on the battery compartment (corner of the belt clip rails) is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.